Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had a stimulator put in that was not implanted properly. The patient had the device explanted and replaced with a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.